Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's stepdad reported a button error on customer's insulin pump. Customer's blood glucose is 324 mg/dl. He treated with a manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with bleeding display glass, cracked reservoir tube lip, scratched reservoir tube window, cracked case near the display window corner, cracked display window, a stained end cap sticker and a cracked reservoir tube.